Event description:
It was reported that a user received a teflon 6 mm infusion set that requires an applicator and inadvertently inserted a set manually without the applicator, after which the user requested instructional guidance. Symptoms included no reported adverse clinical effects. Outcomes included user education and instruction to remove the incorrectly applied set and to use the applicator for proper insertion, with a video link provided for training. Investigation included troubleshooting and education with confirmation of the set type and correct insertion method. Investigation of this case revealed user handling error related to incorrect deployment of a teflon cannula that is designed for applicator-only insertion. It was concluded, based on previously established findings for similar reports, that user error was the most probable cause.